Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has alarmed multiple times during prime. Customer reported that then the insulin pump alarmed motor error. Customer stated she does not use the sensor feature and is unable to rewind the insulin pump. Customer stated that the bolus and basal settings got cleared; alarm history was checked and a failure alarm was showing. Blood glucose level is 247 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to test excessive no delivery due to motor error alarm. Unable to verify excessive no delivery alarm due to motor error alarm. No alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.